Event description:
It was reported that during a laparoscopic pneumonectomy, after installing the battery, the tip articulated without touching the buttons and returned to the center position when the home button was pressed. There was conversion of the procedure to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was this the first firing of the device? No. This issue occurred before firing. Did they pull the firing trigger? No. Which direction did the device articulate? Unknown. Approximately how many degrees did the device articulate? Unknown. Was this the first time the battery was installed in the device? Yes. What is meant by "conversion of the procedure"? This is not correct'' there was conversion of the procedure to complete the case. ''. The correct sentence is ''the product was used as is, and there were no problems with the surgery and the patient. There was no conversion of the procedure.'' Reported incorrectly. Was the procedure complete thoracoscopically or did it require conversation to thoracotomy? The procedure was complete thoracoscopically. If it was converted to an open procedure why was the decision made? The procedure was complete thoracoscopically. Why is it believed that the alleged difficulty with the device lead to the conversion of the procedure? There was no conversion of the procedure.